Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top of case was chipped and cracked. Bottom case was cracked by l-bracket screws. Plunger head is cracked by all screws. Motor rate error was found during flow test. The root cause of the reported issue was normal wear, device was over fourteen years old. Multiple drive train component was worn out. Actions taken to mitigate the reported issue: replaced cracked left and right plunger case, torn force sensor, worn plunger cable, cracked top case and bottom case, lcd display, upgraded power receptacle, position pot, worm bushings, worn worm coupling and gear, wavy washer and delrin washer, motor and motor bracket, worn leadscrew, right and left clutch and clutch spring, worn square shaft, added cable guard. Cleaned, greased and recalibrated. Performed occlusion test and all functional testing which passed. UDI information is unknown.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.